Event description:
It was reported that the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient hit a door frame when the pod fell off. As treatment, a new pod was applied.

Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm the dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone12.1. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.